Manufacturer narrative:
UDI: ((B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during hip surgery for this pacemaker dependent patient the physician did not apply a magnet to the device and did not use bipolar electrocautery. The anesthesiologist reported to the field representative that they saw pacing inhibition and switched to bipolar cautery, after which no further inhibition was seen. The field representative interrogated the pacermaker following procedure and found eight to nine seconds of inappropriate stored ventricular tachycardia (vt) which was a result of oversensing noise leading to the pacing inhibition with asystole from the cautery machine. The field representative educated the anesthesiologist on magnet use during procedures. No further issues were noted with the pacemaker. No adverse patient effects were reported and the device remains in service.